Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mcs tip cover accessary to perform failure analysis (fa). The tip cover was analyzed and found to have tearing on the distal end. Tears are axially aligned with the tip cover and measure from 0.2450¿ in length. There are no signs of thermal damage present at the end of any tears. Damage to mcs tip covers accessory is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. The complaint was confirmed by failure analysis, which indicates the device may have attributed to the customer reported issue. Review of the provided image is consistent with the alleged complaint: the mcs tip cover accessory was torn on the gray area.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was damaged. The customer used a new mcs tip cover accessory to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the mcs tip cover accessory was inspected prior to use, and nothing was out of the ordinary. There was no arcing observed. Cracks were identified when the mcs instrument was grasping and pulling tissue. The mcs tip cover accessory was installed properly with the installation tool, and no orange surface was visible on the mcs instrument after it was installed. No electrolube or any other lubricant was used. There was no instrument collision during the procedure, and no fragments fell into the patient. There was no injury to the patient. The mcs instrument will be returned to isi.